Manufacturer narrative:
Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter even after manipulation. The catheter with a clip still attached and was then removed from the mucosa. The procedure was completed with three non-bsc clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter even after manipulation. The catheter with a clip still attached and was then removed from the mucosa. The procedure was completed with three non-bsc clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter even after manipulation. The handle was opened and closed to try to release the clip, but the handle then broke into pieces. The catheter with the clip still attached was then removed from the mucosa. The procedure was completed with three non-bsc clips.

Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed, and the clip was returned with the device. The clips were locked into the capsule and the slider cover was detached. The handle was cut from device and the distal end of the handle was not returned. The control wire was removed from the coil. The inner sheath was noted to be torn and accordioned. The yoke and the over sheath assembly were not returned. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter even after manipulation. The catheter with a clip still attached and was then removed from the mucosa. The procedure was completed with three non-bsc clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter even after manipulation. The handle was opened and closed to try to release the clip, but the handle then broke into pieces. The catheter with the clip still attached was then removed from the mucosa. The procedure was completed with three non-bsc clips.